Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged that there was a misinterpretation of 12 lead ECG data on a patient. The device was in use monitoring patients.no adverse event was reported.